Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient had faced detachment issue twice. Second time, the issue of detachment occurred while sleeping in the night, the tubing of the second set separated between tubing and clip/part that goes into the body. In the morning, the patient's blood glucose level was 190 mg/dl. The tubing detachment was close to the site location. The location of the infusion, was on the right side of abdomen (of the previous one) and on the left side of abdomen (of the recent one). The pump was on the same side of where the sets were inserted. The infusion was used for 3 days. The infusions were not stored, or used, in a place where they were not exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump wasn't dropped with the set connected to the body. No further information available.